Manufacturer narrative:
Based on a retrospective review of complaints, this was found to be a reportable event. Further information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Per the arjohuntleigh service tech comments - "on (B)(6), ICU unit notified biomed of lift not moving from left to right and grinding noise. On (B)(6), biomed tech [cb] came to the ICU to check out the lift. He stated he pulled it off the charger and ran it up and down two times and it was working. He placed the unit on the charger and a great deal of smoke came out the top of lift. At this point he pulled it off the charger and left it there." Facility reported that 7 caregivers were treated for a temporary reaction to smoke inhalation, but no adverse event was reported for any pt.